Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The most likely cause of the reported event was determined to be no installation of supplemental fixation system, which is user's deviation from surgical technique.

Event description:
It was reported that; the cage migrated out of the vertebral body two months post op. No revision surgery planned surgeon will monitor the patient.

Event description:
It was reported that; the cage migrated out of the vertebral body two months post op. No revision surgery planned surgeon will monitor the patient.